Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported difficulty positioning the device appears to be related to patient morphology/pathology and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
This is filed to report irregular movement of the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing the mr to 2-3. The second cds (70228u169) was advanced to the mitral valve. It was noted that the trans-septal puncture was high and there was a lot of the cds shaft exposed during positioning. While unlocking the clip in the left ventricle, the cds shaft was bending causing the clip on the cds to come in contact with the implanted clip. The stabilizer was moved toward the head, and when the clip was locked, the bending stopped. The clip was deployed successfully. Two clips were implanted, reducing the mr to 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.